Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device battery is depleting prematurely. Boston scientific technical services (ts) review the data and concluded that this issue appears consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. Based on conservative modeling, this pg will not deplete to eol battery status within 90 days and is expected to be replaced. No adverse patient effects were reported. Device was explanted and successfully replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device battery is depleting prematurely. Boston scientific technical services (ts) review the data and concluded that this issue appears consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. Based on conservative modeling, this pg will not deplete to eol battery status within 90 days and is expected to be replaced. No adverse patient effects were reported.